Event description:
It was reported that when the surgical staff went to dock, the system to the patient for a da vinci si benign hysterectomy procedure the blue fiber cable was damaged and got disconnected from the system. A spare cable could not be found. As a result, the decision was made to abort the planned procedure after ports had been placed and anesthesia had been administered. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by an intuitive surgical field service engineer concluded that the system issue experienced by the customer was due to a broken blue fiber optic cable. The cable passes video, audio, and data during system operation. The affected cable was removed and a replacement cable was provided to the hospital. As of (B)(4)2012, there have been no reported recurrences of the issue at this hospital.